Event description:
Caller indicated the reilon confirm was giving false readings. Customer checked his sugar before midnight and dosed himself with insulin based on the reading he got. He did not remember what reading he got but thought he dosed himself correctly. He told me about 4 am his granddaughter called the paramedics to come because she found him unconscious on the floor and his head was bleeding. The paramedics checked his sugar and got 35 and made him take a can of coke to bring his sugar level up. He strongly believes that his meter is not giving him accurate readings and that he fainted because of overdosing himself the date of the incident. He is still recovering from it but he is better now. He was keeping the bottle of strips in his backpack and did not use a control solution. Explained the proper storing techniques and about the control solution test. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. (B)(4): customer did not return product.